Manufacturer narrative:
The description of the alleged event appears to align with extravasation, which is included as a known adverse event as listed in the intera 3000 hepatic artery infusion pump approved labeling. Other adverse events listed include: catheter thrombosis, bolus path occlusion, vessel thrombosis, pump dislodgement, seroma or recurrent hematoma, infection, catheter shear, dislodgement or leakage, and migration. Despite repeated attempts by intera to obtain more information about the alleged event, the healthcare provider did not provide sufficient information for intera to confirm the nature of the adverse event and determine a possible root cause. The lot history records were reviewed and showed that this pump passed all final assembly tests with no nonconformances, and all scrap from the lot was accounted for prior to lot release. Date of alleged adverse event is estimated. If further information is receieved at a later date, a supplemental report will be filed.

Event description:
A call was received to intera on 10-january-2022 by a healthcare provider who described a patient with an intera 3000 hepatic artery infusion pump who had fudr (floxuridine) "leaking into the stomach." The event was described to have occured "sometime before christmas." The fudr was removed from the pump and the pump was not refilled with infusate (resulting in discontinuation of therapy). Intera asked for additional details to understand the nature of the alleged event, and the health care provider agreed to review the details and respond. The healthcare provider later informed intera that they "did not believe this was an adverse event." Further attempts by intera to obtain clarity regarding the alleged event went without response from the healthcare provider.

Manufacturer narrative:
Adverse event was confirmed by surgeon as extravasation, which is included as a known adverse event as listed in the intera 3000 hepatic artery infusion pump approved labeling. Other adverse events listed include: catheter thrombosis, bolus path occlusion, vessel thrombosis, pump dislodgement, seroma or recurrent hematoma, infection, catheter shear, dislodgement or leakage, and migration. Additoinal information added to MDR form that was obtained after initial MDR filing.

Event description:
A call was received to intera on 10 january 2022 by a healthcare provider who described a patient with an intera 3000 hepatic artery infusion pump who had fudr (floxuridine) "leaking into the stomach." The event was described to have occured "sometime before christmas." The fudr was removed from the pump and the pump was not refilled with infusate (resulting in discontinuation of therapy). Intera asked for additional details to understand the nature of the alleged event, and the health care provider agreed to review the details and respond. Intera was able conduct a brief call with the surgeon to obtain exact date of adverse event and additional patient information after the filing of the intial MDR report. The surgeon confirmed the adverse event was extravasation and stated that there was no product problem or defect suspected with the device itself.